Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively directly after calibration, the tower threw a non-recoverable error. The system was shut down and restarted to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported tower 240v. Review of the field service notes indicate an error code ¿system hard stop¿ was observed due to an error code ¿surgeon console (sc) initialization: process failure¿. This is related to a rare timing, related to an earlier sc start-up error. Evaluation of the device data indicates a surgeon console (sc) startup failure due to a process initialization failure and triggered error code ¿sc initialization: process failure¿ which gives subsystem non-recoverable inoperable_error. This then led to the tower remaining in a hard stop state, which is not a startup failure, but lead to the system being unable to enter tele-operation and triggered error code ¿system hard stop¿. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on a separate component of the system related to an initialization failure of the surgeon console. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively directly after calibration, the tower threw a non-recoverable error. The system was shut down and restarted to resolve the issue. There was no patient involvement.